Event description:
The following was reported: after palpating the rim of liner to ensure, it was seated flush to the cup, dr. Liang placed the 40mm rim impactor on the liner, struck the straight handle with a mallet. He then change to 40mm dome impactor to strike again, then the liner broke at the first strike. Furthermore it was reported: although the liner was broken into big pieces, there might be tiny ceramic fragments which cannot completely cleaned. May cause component wear or even metallosis in the future.

Manufacturer narrative:
The manufacturer did not yet receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The cause for this specific clinical event cannot be ascertained from the information provided. However, there is no indication for a product failure. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).